Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and no delivery alarm. Blood glucose level at the time of the incident was 403 mg/dl which was treated with shots. Blood glucose was around 380 mg/dl every morning. During troubleshooting, insulin exited with the manual prime. It was explained to customer there may be possible site related issue or site/set occlusion. Customer declined troubleshooting for high blood glucose. The insulin pump will be replaced and customer will return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).